Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the event. A review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported failure to advance the clip to the leaflets was a result of challenging patient anatomy and the reported difficulty removing the clip delivery system was likely a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the clip delivery system was difficult to retract into the steerable guide catheter. Although there was no adverse patient effect, difficult removal has the potential to cause or contribute to injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) grade 3-4. The left atrium was large and heart position was challenging. Due to the atrial morphology, the transseptal puncture was high. Following, the dilator and steerable guide catheter (sgc) were inserted into the left atrium through the high transseptal puncture. A clip delivery system (cds) was advanced through the sgc without issue. Leaflet grasping was attempted, however, the cds was unable to reach the leaflets due to the high transseptal puncture. It was decided to remove both the sgc and cds and perform another transseptal puncture. While retracting the cds, the cds met resistance with the sgc soft tip. Both the cds and sgc were removed from the anatomy. Once outside the anatomy, the sgc soft tip appeared to have unspecified damage. Another transseptal puncture was performed and another sgc was used without reported issue. Three mitraclips were implanted, reducing the mr to 1. There was no clinically significant delay and there were no adverse patient effects. There was no additional information provided.